Manufacturer narrative:
(B)(4) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Analysis of the devices revealed that the devices met specifications; the units passed visual examination and functional testing. No failure detected. Battery did not deplete faster than normal. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria.

Event description:
It was reported from the site that the patient's battery keeps losing charge and does not last very long. Batter was exchanged and it was stated that there were no effect on patient. No additional information available.